Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 60 mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n301 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n301 shows no trends. Mallinckrodt is performing additional investigative activities related to centrifuge bowl leak/break complaints due to an increase in complaints observed for this complaint category. An investigation was completed based on the complaint description and customer provided photographs. The kit and smart card were not returned. The customer provided photographs that verify the centrifuge bowl had dislodged out of the bowl holder and impacted the inside of the centrifuge chamber during the treatment. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the bowl not being properly locked into the bowl holder during installation by the end user. A material trace of the bowl assembly and its components used to build lot: n301 found no related non-conformance's. The device history record (DHR) review did not identify any related non-conformance's, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the bowl break is due to improper installation of the centrifuge bowl into the bowl holder. No further action is required at this time this investigation is complete. (B)(4). Ap 07-oct-2024.